Event description:
It was reported that the patient was brought to the emergency room by the ems (emergency medical service), after receiving 16 shocks. The patient had been lost to follow-up, with the last device check being about 20 months prior. It was further reported that the inappropriate shocks got the patient out of atrial fibrillation, but he was not compliant with his medication, specifically coumadin, and a blood clot was sent down his leg requiring further procedures in order to correct it. The rv (right ventricular) lead showed increased impedance and oversensing. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned in segments and analyzed. The proximal conductor fractured. It was noted that the distal conductor was distorted, the defibrillation conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed), the outer tubing was kinked/buckled, the inner tubing was kinked/buckled, the outer tubing overlay melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation was breached cut, the outer tubing overlay was breached cut, there was a white substance on the exposed defibrillation coil, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that the patient was brought to the emergency room by the ems (emergency medical service), after receiving 16 shocks. The patient had been lost to follow-up, with the last device check being about 20 months prior. It was further reported that the inappropriate shocks got the patient out of atrial fibrillation, but he was not compliant with his medication, specifically coumadin, and a blood clot was sent a down his leg, requiring further procedures in order to correct it. The rv (right ventricular) lead showed increased impedance and oversensing. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Analysis of the lead is in process; the results will be forwarded when available.